Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary for (B)(4): the full lead was returned, analyzed and no anomalies were found. It was noted that the inner insulation was kinked/buckled, there was blood in/on the helix mechanism, there was tissue on the helix, there was apparent explant damage, and the lead was stretched. There was a non-electrical miscellaneous finding on the tip electrode; the analyst commented that the lead was received with the steroid ring torn and a segment missing. Also that it cannot be determined at the time when this occurred.

Event description:
It was reported that within four days post implant, the right ventricular (rv) lead perforated the right ventricle. The rv lead was explanted and was replaced. No further patient complications have been reported as a result of this event.